Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-oct-2023. The most recent information was received on 08-nov-2023. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of myalgia ("muscle pain") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3287 days after essure insertion, she experienced myalgia (seriousness criterion intervention required), asthenia ("asthenia"), diarrhoea ("diarrhoea") and eczema ("occurence of eczema") and was found to have weight increased ("gained 15 kg of weight"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2023). No causality assessment was received for essure with regard to myalgia, asthenia, diarrhoea, eczema or weight increased. The reporter commented: a variety of symptoms: for the last 3 years, the patient has been reporting non-localised symptoms such as muscle pain, asthenia, occurrence of eczema, as well as diarrhoea. In the context of these symptoms, she underwent tests that produced only negative results. She is also complaining of having gained 15 kg of weight. Removal of the device planned; operating room scheduled for (B)(6) 2023 at a healthcare institution. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. [Investigation] (date unknown): all tests: negative results. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-oct-2023. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of myalgia ("muscle pain") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3287 days after essure insertion, she experienced myalgia (seriousness criterion intervention required), asthenia ("asthenia"), diarrhoea ("diarrhoea") and eczema ("occurence of eczema") and was found to have weight increased ("gained 15 kg of weight"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2023). No causality assessment was received for essure with regard to myalgia, asthenia, diarrhoea, eczema or weight increased. The reporter commented: a variety of symptoms: for the last 3 years, the patient has been reporting non-localised symptoms such as muscle pain, asthenia, occurrence of eczema, as well as diarrhoea. In the context of these symptoms, she underwent tests that produced only negative results. She is also complaining of having gained 15 kg of weight. Removal of the device planned; operating room scheduled for (B)(6) 2023 at a healthcare institution. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. [Investigation] (date unknown): all tests: negative results. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.